Manufacturer narrative:
Internal report reference number: (B)(4). Date of event: adverse event report being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. :added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-6). Customer stated that she has a headache but denied the need for any medical intervention at the time of the call. During the call, the customer attempted to perform blood tests that produced e-6 error when a test strip was inserted into the true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 02/25/2024 and open vial date is 10/20/2022.

Manufacturer narrative:
Sections with additional information as of 01-dec-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.